Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08029. It was reported the patient was experiencing soreness at his pns (off-label) lead site. The patient had a lead revision surgery on (B)(6) 2014. The physician decided to replaced both leads because he felt there was a possible skin irritation or infection, although this was unconfirmed. The patient is reportedly doing well, and the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.